Manufacturer narrative:
No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds which led to loss of capture. A revision then occurred to reposition the lead, however, it was not successful as helix issues were encountered. The lead was ultimately removed and replaced and there were no additional adverse patient effects reported.